Event description:
It was reported that the pump alarmed for an upstream occlusion. The tubing between the reservoir and pump was clear. The battery door was opened and closed, and the pump was gently tapped to release possible air bubbles. Settings showed a continuous infusion of 3 ml/hour with 44.3 ml total volume. The pump kept alarming, briefly ran, then alarmed again. The clamp was closed, cassette removed, tubing massaged, and reattached, but the alarm continued. The pump was powered off and clamp closed. The medication was 5fu. No patient harm was reported. There was a patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.